Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not unscrew magazines from applicator. Do not exceed the stated capacity of see per cartridge. Do not let seeds drop into the cartridge cavity. Do not use force on seeds; handle gently!" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the seeds were not dispensing from the cartridge properly. The complainant reported that the sources were not dropping into the mick and were then getting bunched up and going everywhere. Seeds were reportedly found on the or table and on the floor at the end of the case. The complainant reported that the implant was "completed with full dosage and normal, expected outcome." One faulty cartridge will be returned with leftover seeds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seeds were not dispensing from the cartridge properly. The complainant reported that the sources were not dropping into the mick and were then getting bunched up and going everywhere. Seeds were reportedly found on the or table and on the floor at the end of the case. The complainant reported that the implant was "completed with full dosage and normal, expected outcome." One faulty cartridge will be returned with leftover seeds.